Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with complaint of new onset weakness on 19oct2023. Blood cultures were obtained and grew staphylococcus capitis and gram-positive cocci in clusters. Patient symptoms included weakness and upper body aches. The weakness was attributed to the infection. A repeat of cultures to be drawn as an outpatient was planned. The patient was on intravenous antibiotics. Patient was feeling improved and was discharged on (B)(6) 2023 with peripherally inserted central catheter line. The device functioned as expected and would not be returned as it remained in use.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.